Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the vessel sealer extend instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the vessel sealer extend (vse) instrument had a broken conductor wire. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was observed intraoperatively when trying to seal but was not able to seal or it was not able to activate. The wire was exposed due to damaged insulation. The cable was intact. There was no loss of cautery, signs of thermal damage, or arcing. The instrument collided with other instrument or tool during the procedure; however, there were no problems removing the instrument through the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have dislodged conductor wire at the distal end. The wire is loosely hanging but not broken. The instrument passed the electrical continuity test upon testing. The instrument is placed in in-house system and passed seal and cut tests successfully. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A broken connector pin or retention issues can lead to a dislodged conductor wire.

Event description:
Refer to h11 for follow-up information.